Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the MFR. Investigation findings: the shaver handpiece was received for eval. During testing, the handpiece was found to have the potential to activate on its own, related to pc board failure. A design change has been implemented to address this failure mode. To date there have been no reported injuries associated with this failure mode. Conmed linvatec will continue to monitor this product for failures.

Event description:
The shaver handpiece was returned for service with the report that the on/off button was functioning intermittently. There was no injury or surgical delay associated with this event.